Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion and infection. The implantable cardioverter defibrillator, right ventricular, atrial, and left ventricular leads were explanted. The patient was recovering post procedure.